Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via telephone call that the blood glucose was low at 50 mg/dl. He stated that the customer possibly over bolused. The customer was treated with apple juice. The drive support cap appeared normal and recessed. It was found that the time was incorrect and the caller was assisted in updating it. The caller reported that the reservoir showed more insulin than what was shown on the status screen. The insulin pump had not been exposed to a strong magnetic field. It was advised that the customer contact a health care professional regarding the low blood glucose and to verify the settings.